Event description:
Prod: equate hydrogen peroxide cleaning and disinfecting lens bottle ID (B)(4), date ex (B)(6) 2017. Prod can not be removed from soft contact lenses. Rinsed with a regular sterile solution. Prod remains on lenses, which when worn will cause the burning and stinging of the eyes. (As stated on the label). Label does not state to rinse contact lenses before using with another solution. Four hours later, my eyes still hurt. Store soft contact lenses overnight.